Event description:
It was reported that during procedure, the machine turned on but, it did not suction and it did not emit any alarm. The procedure continued with traditional medical treatment.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned device was received at our service centre and evaluated to determine the cause of the reported failure. The reported complaint was confirmed as the device was found with a defective mainboard. Further evaluation found the device had a bad odor and was contaminated. Visual inspection found damages to the outer casing, inserts and door flap.